Event description:
It was reported that noise due to electromagnetic interference resulting in oversensing was observed on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention was performed and the patient was stable.